Manufacturer narrative:
The technician isolated the issue to the valve stem. He replaced the valve stem to repair the bed.

Event description:
Info received indicates the head of the bed cannot be raised.